Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the dobhoff tube (dht) was noted to be clogged. The registered nurse (rn) attempted to flush tube feed but line was not patent. The rn turned off tube feed pump and attempted to unclog dht with water and carbonated soda; a pop was audible. The rn stopped troubleshooting and called the charge nurse to bedside. With assistance of the charge nurse, dht was noted to be leaking (water flush was noted to come out of patient's mouth); dht was removed. Upon removal, the dht appeared broken after the 10 centimeter mark. Patient stable; vital signs stable, no apparent distress; no complaints of pain. Kidneys, ureters and bladder ordered, showed remaining dht in stomach; later removed with aid of bronch by a specialist. The dht had been inserted 11 days prior to the incident and had been clogged multiple times prior to the incident. A new dobbhoff was dropped the next day. The patient eventually got a gj tube on (B)(6). Both the product ID and lot number are unknown.